Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic pacemaker dependent patient presented in the emergency room following a patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup operation due to event queue overflow. The device was reprogrammed successfully and the patient will continue to be monitored normally.